Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the loading device. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device for observation. The seal was observed to be intact, no cracks or delamination. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.52 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, based upon the received condition of the device, the reported complaint for ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii seal system the customer tried to set the device according to the procedure, but the seal remained in the loader when the delivery system was pulled out. The customer opened another hs iii, but the same thing happened. The customer opened the 3rd package and was able to continue the procedure. No patient injury was reported. Related complaint (B)(4).

Manufacturer narrative:
(B)(4). Internal complaint number trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii seal system the customer tried to set the device according to the procedure, but the seal remained in the loader when the delivery system was pulled out. The customer opened another hs iii, but the same thing happened. The customer opened the 3rd package and was able to continue the procedure. No patient injury was reported. Related complaint (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii seal system the customer tried to set the device according to the procedure, but the seal remained in the loader when the delivery system was pulled out. The customer opened another hs iii, but the same thing happened. The customer opened the 3rd package and was able to continue the procedure. No patient injury was reported. Related complaint (B)(4).